Event description:
Daughter of home pt reports switching last bag to heater line spike while troubleshooting an alarm situation during apd treatment. Home pt ended treatment and did a manual exchange. No home pt injury or medical intervention required per rn.